Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of customer's hospitalization for low blood glucose levels. The customer states the customer's levels had been as low as 30mg/dl. The father has questions about receiving additional supplies. The father was advised to have customer call and add them to the account. No further assistance provided.